Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving 1,260 mcg/ml baclofen at a dose of 8.2 mcg/day and 17 mg/ml dilaudid at a dose of 0.110 mg/day via an implantable infusion pump for intractable spasticity and spinal cord injury/spinal cord disease. It was reported that an alarm was heard and confirmed by telemetry. The alarm was a critical alarm for low battery reset. The pump logs had been checked. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.